Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) visited onsite and found that the flexvision pc software was stuck and error code in a file installed by dbcontent (lut files missing) and vpc agent on the 2k2 pc. The fse concluded that the flexvision pc was faulty . The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.